Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump is "squirting out" during the fill tubing process. The customer¿s blood glucose was 187 mg/dl at the time of the incident. Customer reports the load reservoir process completed without insulin exiting out of the tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.